Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). 5 months later, the hospital contacted the manufacturer stating that during the explant it was noticed by the vad coordinator that the valve leaflet at the outside angle of the inflow conduit flexing was found to be torn away from the graft, (stitches remained intact within the graft). The patient received a heart transplant 7 months before.